Event description:
The facility representative contacted baxter to report an infusor that had leaked at the filling port. The event occurred during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The device has been received and evaluated at baxter. The reported condition was confirmed. The fill port was damaged resulting in a small particulate matter. A batch review has been performed. All release criteria have been met for the production of this lot.